Event description:
Septic knee [arthritis infective]. Spontaneous report was received on (B)(6) 2013, from a health care professional regarding a (B)(6) female patient, initials unknown. The patient's medical history was not provided. In (B)(6) 2013, "on friday morning", the patient initiated treatment with synvisc one (hylan g-f 20) injection, in both knees (route and dosage regimen not provided). The lot number for synvisc-one was not provided. Later the same evening, patient was admitted to hospital with pain in one knee, which was further diagnosed as septic knee. It was reported that the aspirate was negative on gram stain. On an unspecified date, the patient was discharged from the hospital and re-admitted on sunday. The patient received treatment with antibiotic (unspecified), however, no bacteria and elevated white blood cells were observed. After a week, the doctor observed significant pain but no infection in patient. The patient was further administered a steroid injection and the event recovered. The action taken with synvisc one treatment was not provided. The reporting health care professional did not provide any relationship between synvisc one and the event.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.